Event description:
It was reported that the customer had high blood glucose and dka, because the customer's insulin pump did not deliver any insulin. Caller stated that the customer's insulin pump is not working at all. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.